Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10 corrected: a1, d6 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were provided and reviewed by a heath care professional. Review found medial tibial collapse resulting in varus malalignment of the right knee arthroplasty. Femoral fit and alignment are maintained. Bone quality appears osteopenic. Tibial bone fractured was confirmed. Unable to confirm infection. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibial tray item unknown lot unknown. Persona bearing item unknown lot unknown. Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital will not release the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03931, 0001822565-2020-03932.

Event description:
It was reported patient underwent bilateral total knee arthroplasties. Subsequently, patient underwent a revision procedure due to infection and collapse of the right tibia approximately two weeks postoperatively. Attempts have been made and no further information has been provided.